Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis found the instrument had a broken grip at the midpoint of grip. A piece approximately 0.195" x 0.518" was found to be broken off and the broken piece was not returned. Components adjacent to this broken grip did not show damage.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Isi has not received the fenestrated bipolar forceps instrument for failure analysis investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was consistent with the reported broken jaw. The cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, a part of the fenestrated bipolar forceps jaws suddenly fell into the patient. The tiny piece was recovered, and the instrument was replaced. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed the instrument was inspected prior to use and there was no damage or anything out of the ordinary noticed. The fragment fell inside the patient during grasping tissue. The surgeon did not know why the instrument part fell, he respected the same technique he was using during any prostatectomy, nothing unusual. The instrument was in use around 90 minutes prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure, the instrument worked fine during the surgery. The instrument did not collide with a hard material or another instrument, it was used only on the tissue. The instrument was removed during the procedure (prior to the breakage) in order to be cleaned with a gauze, and the wrist was straightened prior removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument the wrist was straightened and there was no resistance noticed. The surgical staff checked the cannula, there was no damage. There was no other damage to the instrument after the event occurred. The fragment was retrieved by extraction, using a laparoscopic instrument. There was only one fragment, and it was retrieved, the surgeon inspected the surgical area. There was no additional surgical procedure required to remove the fragment. There were no other post-operative tests performed.